Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The device was not returned for evaluation as it remained implanted. The complaints for thickened leaflet/halt and increased gradients were confirmed based on the provided medical records. A review of the device history record, lot history and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the instructions for use revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). Due to limited information provided, a definitive root cause is unable to be determined at this time. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. In the instance of a bioprosthetic valve in valve implant, an increased gradient can be a result of intervalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. In this case, an increased gradients could be potentially contributed by sub-optimal function of leaflets due to leaflets thickening as reported. As such, available information suggests that patient factors (thickened leaflets) may have contributed to the increased gradients. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the information provided, the exact cause of the worsening pvl is unknown but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, a patient with a 23mm s3 ultra aortic valve implanted for 11 months was being evaluated for intervention. Three months post transcatheter aortic valve replacement (tavr), the patient started to feel more dyspneic on exertion, having leg edema and lost weight. She also felt chest tightness on exertion. The patient was severely anemic requiring iron infusions even prior to tavr. Despite improvement in hemoglobin and iron, she continued to feel symptoms, although somewhat improved. The most recent transesophageal echo showed the prosthetic aortic valve mean gradient was 19 mmhg with mild to moderate aortic insufficiency (paravalvular). CT imaging showed mild (< 25%) hypoattenuated leaflet thickening involving the non-coronary cusp with a visible gap between the bioprosthetic valve and aortic valve annulus at 1-2 o'clock.

Event description:
As reported by the edwards field clinical specialist, a patient with a 23mm s3 ultra aortic valve implanted for 11 months was being evaluated for intervention. Three months post transcatheter aortic valve replacement (tavr), the patient started to feel more dyspneic on exertion, having leg edema and lost weight. She also felt chest tightness on exertion. The patient was severely anemic requiring iron infusions even prior to tavr. Despite improvement in hemoglobin and iron, she continued to feel symptoms, although somewhat improved. The most recent transesophageal echo showed the prosthetic aortic valve mean gradient was 19 mmhg with mild to moderate aortic insufficiency (paravalvular). CT imaging showed mild (< 25%) hypoattenuated leaflet thickening involving the non-coronary cusp with a visible gap between the bioprosthetic valve and aortic valve annulus at 1-2 o'clock. Additional information received indicated the patient presented with moderate+ paravalvular leak after an implant duration of 1 year and 1 month. The physician used a 23mm tru balloon to post dilate the valve. The paravalvular leak was reduced to mild. The patient remained hemodynamically stable. The procedure was aborted after the balloon aortic valvuloplasty.

Manufacturer narrative:
Updated section b5.